Event description:
It was reported that the head and sleeve did not seem to sit properly on stem. No delay of the procedure reported. No ham reported.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00347-1. As the product has not been received, the investigation was limited to the information provided. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the device history records did not identify any discrepancies that would have contributed to the reported event. A review of the complaint database over the last 3 years has found three similar complaints for the item 650-1068. There were (0) additional complaints against the lot 2989630. A review of the complaint database over the last 3 years has found one similar complaints for the item 650-1058. There were (0) additional complaints against the lot 2993267. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. Risk assessment: the event reports implant would not seat properly. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. The available details for the reported event do not allege that there was any patient harm or delay to surgery. Therefore, the severity is considered s-1 (negligible) as per definitions within the severity table in rmr attached. The outcome of the reported event is considered to be within the severity of the rmf. If further information regarding the root cause of the reported event is provided, risk should be re-assessed. H3 other text : product not returned.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is available to be returned to zimmer biomet for investigation. Medical product: cer bioloxd option hd 40mm, catalog #: 650-1058, lot #: 2993267. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00347. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the head and sleeve did not seem to sit properly on stem surgeon requested a new implant. No delay of the procedure reported. No ham reported.